Event description:
A customer reported damage to the pump housing surrounding the usb port, which impacted their ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. The customer used multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Technical support arranged for the replacement of the pump, confirmed the shipping address, and provided instructions for returning the damaged pump using a pre-paid label within ten days.